Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil would not detach after approximately 6-8 attempts with 3 different v-grip controllers. As an attempt was made to withdraw the coil from the aneurysm, the coil unexpectedly detached. The implant coil remained in position within the aneurysm as intended and the pusher wire was removed without incident. There was no reported patient injury and the current patient status is reported to be "fine."